Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter when putting together the device, the jaw spring popped out. There was no patient injury.

Manufacturer narrative:
Correction:evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found wear markings on the jaw liner as well as scratches on the tube. The spring and bobbin assembly had disengaged from the body of the device. The bobbin assembly was returned with the device. The reported condition was confirmed. The investigation found the bobbin assembly had cracked at the threads and allowed the cap to come off and the force spring to fall out of the device. The components were returned with the device. The product engineer evaluated the device and determined the failure is most probably not related to a supplier or manufacturing issue. A bobbin was intentionally over torqued until failure by engineering. The bobbin cracked at a different location indicating it would not likely break at the threads if over torqued in manufacturing. The part did not show any signs of a supplier issue. The part appears to have been molded completely and correctly. There were no signs of bubbles, short shots, or cooling/heating abnormities therefore it is unlikely to be a supplier defect. When assembling the devices together (the scg and scd), this part would not be under additional forces. If the scg is over torqued, the outer tube would see the additional forces from the waveguide torque adapter, so it is unlikely that this is a user scg installation defect. The device was reported by the customer as not being used; however there were wear marking on the jaw liner as well as scratches on the tube set indicating some handling and use after manufacturing. Upon disassembly of the device issue was found inside the jaws indicating this device was in fact used, but cleaned thoroughly after use. The investigation ident ified the root cause of the reported event to reprocessing then reuse of the device causing the cap of the bobbin assembly to fracture at the threads. The instructions for use (IFU) states, the cordless ultrasonic dissector cannot be adequately cleaned or sterilized for safe reuse and is, therefore, intended for single use. Attempts to clean and sterilize the dissector for reused may result in infection or product-failure risks to the patient and operator. If information is provided in the future, a supplemental report will be issued.